Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that one week after implant the patient's implantable cardiac monitor (icm) fell out of the pocket. Patient was admitted to the hospital and another icm was implanted. No patient complications have been reported as a result of this event.